Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up and down arrow keypad buttons were hard to press. The reporter stated that they noticed the torn keypad at the same time but they were not sure which came first. The patient wore the pump attached to a belt and the pump was cleaned with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing was unable to confirm or duplicate the hard to press buttons on the keypad. Testing confirmed the 'up', 'down', 'ok' and 'contrast' buttons are responsive to button presses and are functional. Removed keypad cover to check condition of the button contacts. No issues found. Unrelated to this complaint, the keypad cover is torn at the top of the 'up' arrow button, exposing the button contact. This report is made under the requirements of the medical device reporting regulations and does